Event description:
It was reported that during a procedure to replace the paer the lead was capped. No reason stated. Note that there was lead model 511212, 2/n (B)(4), implanted on the same day that is noted as chronic.

Manufacturer narrative:
N/a.